Manufacturer narrative:
Date of report may 21, 2014. Date of receipt by manufacturer may 21, 2014. Follow up report 1. Device evaluated by manufacturer yes. Result: device performed according to specification; conclusion: no failure detected and product within specifications. The complaint alleged that result discrepancies were generated for one patient sample with the cobas ampliscreen (cas) (B)(6) test in two separate runs as well as discrepancies when compared with eia testing with ortho and prism platforms. The cas (B)(6) test generated reactive and non-reactive results in two runs. The eia testing with ortho generated a non- reactive result. The eia testing with prism generated a reactive result. The donor sample was rejected and not released for donation. Although requested, no sample was available for further investigation; without investigating the complaint sample, the root cause for the discrepant results cannot be identified. It is possible that the discrepant results seen between the cas test runs could be due to the presence of a low hbv viral titer that is near the lod of the cas test. However this cannot be confirmed. Retain testing of cas complaint batch generated valid acceptable results. No false non-reactive results were generated during testing. All results met qc release validation and acceptance criteria. These results confirm the complaint kit batch is performing as intended (B)(4).

Event description:
A customer in the us filed a complaint alleging that result discrepancies were generated for one patient sample with the cobas ampliscreen (cas) (B)(6) test in two separate runs as well as discrepancies when compared with eia testing with ortho and prism platforms. The cas (B)(6) test generated reactive and (B)(6) results in two runs. The eia testing with ortho generated a (B)(6) result. The eia testing with prism generated a reactive result. The donor sample was rejected and not released for donation.

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).